Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's previous device "failed". The MRI technician had no event information. They reported the failed device was not removed and shows up on x-ray. There were no patient complications reported as a result of this event.